Event description:
It was reported that the customer experienced an elevated blood glucose (BG) level; cause was not known. Customer's continuous glucose monitor read "high," however, specific BG value was not provided. A manual insulin injection was administered to address BG. The infusion set was changed, and insulin delivery was resumed.

Manufacturer narrative:
In use at the time of the event:CGM model: Unknown.Mobile OS: Unknown / Unknown / Unknown / Unknown.